Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: analysis of the returned device identified: underweight, broken shell and missing shell (50-75%). A visual and micro analysis was performed which identified: sharp broken. A dimension measurement in the shell was performed which identify the thickness within specification. Base on the device analysis the final assessment is: a sharp broken on posterior assessed as an unidentified (tear) opening. Missing shell assessed as a inconclusive.

Event description:
Explanting physician reporting rupture. This relates to the right device. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Explanting physician reporting rupture. This relates to the right device. Device has been explanted.